Event description:
It was reported that neurostimulator was explanted without replacement. It was stated that the patient needed an MRI. Patient status was unknown. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID, 3998 lot# l66471, implanted: 1999 (B)(6), explanted: 2007 (B)(6), product type lead product ID, 3778 lot# unknown, product type lead product ID, 3778 lot# unknown, product type lead product ID, 37752 lot# serial # (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# unknown, product type accessory product ID 3550-39 lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. Final device analysis of anchor #1 revealed the following: there were no anomalies found. Final device analysis of anchor #2 revealed the following: there were no anomalies found. Final device analysis of lead #1 revealed the following: there were no significant anomalies found. There was a cut through the body of the lead acquired during explant. Final device analysis of lead #2 revealed the following: there were no significant anomalies found. There was a cut through the body of the lead acquired during explant.